Event description:
The surgeon inserted a micl12.1 implantable collamer lens on (B)(6) 2012 and after the surgery the bcva was 20/20 distance but not close. The doctor stated that the patient wanted monovision and he selected a power for near vision instead of distance by mistake. The lens was explanted and exchanged for a -7.00 diopter, same model lens without further incident. The patient was happy with the results.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
We were unable to evaluate the lens because the lens dried and stuck in the cartridge. (B)(4).